Event description:
It was reported to philips that the system was not turning on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected with customer remotely and confirmed that the equipment power did not turn on. The ups power was off and when the customer turned the main cabinet and power transformer circuit breakers off and on, 'line abnormal' was displayed. The philips field service engineer (fse) visited onsite and upon functional testing the fse discovered a faulty ups control unit and a blown fuse in the system power supply unit. The defective ups 1phase data integrity controller sp was returned for analysis and it showed burning around the r125 area that caused it to stop working on ac power. The fse, temporarily bypassed the faulty ups to restore power and replaced the blown fuse. Later to resolve the reported issue, the fse replaced the faulty ups 1phase data integrity controller sp. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.